Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that on two occasions her stimulation had ramped up rapidly on its own. The amplitude increased. It was confirmed the patient was using adaptive stimulation. The first time this occurred immediately after the patient was getting up from the toilet. The second time this occurred was when the patient was just walking from the mall. The rep stated the patient's position range was upright xs and lying l. When the rep checked the patient's orientation while sitting, it was showing as upright which was correct. The rep said she would try re-orienting to make sure this was correct and would also copy the same group to use without adaptive stimulation so the patient could switch if need be. Follow-up from the rep stated she had not heard back from the patient regarding the stimulation increasing by itself so she could not provide any additional information at that time. Relevant medical history included non-malignant pain.